Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implantation of a implantable pulse generator (ipg) the pacing lead exhibited unstable thresholds. The pacing lead was attempted/not used and replaced. No patient complications have been reported as a result of this event.